Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), feeling abnormal ("brain fog"), headache ("headaches"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the abdominal pain, arthralgia, feeling abnormal, headache, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, fatigue, feeling abnormal and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Processed with fu.2. New event added: hip pain, fatigue, brain fog, headaches, bloating. Medical device removal replaces to event abdominal pain/pain reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.